Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
Updated describe event or problem and patient codes with code 1610.

Event description:
It was also reported that the patient experienced syncope due to the cardiac arrest. This report is being filed to update the describe event or problem and add in a patient code that was inadvertently left off the initial report.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient was in cardiac arrest for ventricular fibrillation (vf) and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks that did not convert the arrhythmia. A revision procedure was performed where the s-ICD was explanted. A new s-ICD was attempted, but during defibrillation threshold (dft) testing that device also did not convert the vf. Subsequently the new s-ICD was attempted and not implanted and the electrode was explanted as the physician did not want to attempt any further troubleshooting due to the patient's condition. The patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.